Event description:
The advocate stated her daughter received a blood glucose reading of 132mg/dl on the contour next link, re-tested on a contour next and the reading was 585mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer used all of the tests strips. Product information could not be obtained. New meter and extra strips were sent to the customer.